Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and indicated that primary audible alarm background test was recorded in history. During analysis, the reported event was not able to be duplicated. Service fully reseated j9 connector and re-glued using all three mating surfaces on both sides of the j9 connection. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion exhibited audible alarm background test issue. No adverse effects were reported.